Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door failed. A field service engineer replaced the mini switches to tower door 8 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system tower door failed, prevented the user from accessing medication for the patient.the customer stated that there was a delay in dispensing medications.there were no adverse events or injuries reported based on this event.